Event description:
The ge oec 9600 fluoroscopy system had a loose cross-arm brake and displayed iris pot error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-calibrated the collimator and repaired the cross arm brake. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.